Manufacturer narrative:
The medtronic field representative reported that the percutaneous pin is a disposable product and the site discarded it immediately after use. No lot #, mfg date or further part analysis will be possible. The rep followed-up at the site and spoke with the surgeon who stated that the percutaneous pin was placed improperly and was loose. This was the cause of the inaccuracy and the misplacement of the guide wires inferiorly. On (B)(6) - the rep instructed the surgeon regarding proper placement of the perc pin. The surgeon agreed to follow medtronic navigation recommendations and to instruct the new surgeon that was assisting in the reported procedure.

Event description:
A medtronic representative received a report from a site that, while in a spine procedure, the surgeon used navigated pac needles to place guide wires in a minimal access spinal technologies (mast) transforaminal lumbar interbody fusion (tlif) and four wires were incorrectly placed. Clinical details were not provided, however, a second spin with the o-arm imaging system was anticipated before proceeding. The surgeon completed the procedure with the use of the imaging system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not provided by the site. Device lot number, or serial number, not available as suspect part has not been returned. Device manufacturing date is dependent on lot number/sn, therefore, unavailable. (B)(4). A medtronic representative, went to the site the same day, performed a navigation system check-out: all areas passed. A medtronic representative, following-up at the site, found that in the procedure the guide wires were navigated off an o-arm imaging system spin, and then o-arm fluoro shots were taken to confirm wire placement. It was at this point it was determined the wires were placed inferior to the desired locations. The guide wires were removed. The site called medtronic to trouble-shoot and attempted to re-spin and re-gain, accuracy but were unable to do so. The surgeon opted to continue the procedure using only o-arm fluoro. When finishing the procedure, it was noted that the percutaneous pin was loose due to improper placement. The site believed this percutaneous pin mobility to be the cause of the inaccuracy they had experienced. Two medtronic representatives tested the o-arm imaging system for navigational accuracy and found it to be exact. This accuracy was confirmed the following day in subsequent procedures with no reported issues. No further issues have been reported. Suspect percutaneous reference cross pin frame has not been returned to manufacturer for analysis. Part not returned.

Manufacturer narrative:
Since the guidewires were placed incorrectly and had to be removed to prevent harm this should have been filed as an adverse event and product problem. There was no negative impact on the patient outcome due to the reported incident.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.